Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable pacemaker demonstrated ventricular pacing runs at the maximum tracking rate (mtr) and recorded several episodes in which the device may have inappropriately tracked slow atrial tachycardia. In light of these observations, the device was reprogrammed to a dual chamber, dual chamber sense, inhibited pacing, rate responsive mode (ddir). Despite this adjustment, the previously noted issue persisted, leading to the decision to disable the rate response feature, which effectively resolved the problem. Furthermore, it was observed that the patient remained bedbound, and trends indicated that the device was expected to pace at the maximum sensor rate (msr). Technical services (ts) reviewed the case and noted that the rate response seemed to indicate a need for pacing at the msr, a situation that could not be reconciled with the patient's medical condition. Ts also identified an overall increase in the patient's respiratory rate trend (rrt), which raised concerns about the impact of shortness of breath on thoracic impedance measurements and potential electromagnetic interference (emi) due to the hospital environment. Additionally, ts reported that the right atrial (ra) threshold was elevated, with diminished p-wave amplitudes, poor sensing in the atrium and high out-of-range pacing lead impedance of 2,600 ohms. Currently, the device and ra lead remain in service, and no adverse effects have been reported for the patient. Subsequently, additional information was received indicating that the device was explanted and replaced due to reaching battery elective replacement indicator (eri). Both ra and rv lead were also surgically abandoned. The device is not expected to be returned.

Event description:
It was reported that this implantable pacemaker demonstrated ventricular pacing runs at the maximum tracking rate (mtr) and recorded several episodes in which the device may have inappropriately tracked slow atrial tachycardia. In light of these observations, the device was reprogrammed to a dual chamber, dual chamber sense, inhibited pacing, rate responsive mode (ddir). Despite this adjustment, the previously noted issue persisted, leading to the decision to disable the rate response feature, which effectively resolved the problem. Furthermore, it was observed that the patient remained bedbound, and trends indicated that the device was expected to pace at the maximum sensor rate (msr). Technical services (ts) reviewed the case and noted that the rate response seemed to indicate a need for pacing at the msr, a situation that could not be reconciled with the patient's medical condition. Ts also identified an overall increase in the patient's respiratory rate trend (rrt), which raised concerns about the impact of shortness of breath on thoracic impedance measurements and potential electromagnetic interference (emi) due to the hospital environment. Additionally, ts reported that the right atrial (ra) threshold was elevated, with diminished p-wave amplitudes, poor sensing in the atrium and high out-of-range pacing lead impedance of 2,600 ohms. Currently, the device and ra lead remain in service, and no adverse effects have been reported for the patient.

Event description:
It was reported that this implantable pacemaker demonstrated ventricular pacing runs at the maximum tracking rate (mtr) and recorded several episodes in which the device may have inappropriately tracked slow atrial tachycardia. In light of these observations, the device was reprogrammed to a dual chamber, dual chamber sense, inhibited pacing, rate responsive mode (ddir). Despite this adjustment, the previously noted issue persisted, leading to the decision to disable the rate response feature, which effectively resolved the problem. Furthermore, it was observed that the patient remained bedbound, and trends indicated that the device was expected to pace at the maximum sensor rate (msr). Technical services (ts) reviewed the case and noted that the rate response seemed to indicate a need for pacing at the msr, a situation that could not be reconciled with the patient's medical condition. Ts also identified an overall increase in the patient's respiratory rate trend (rrt), which raised concerns about the impact of shortness of breath on thoracic impedance measurements and potential electromagnetic interference (emi) due to the hospital environment. Additionally, ts reported that the right atrial (ra) threshold was elevated, with diminished p-wave amplitudes, poor sensing in the atrium and high out-of-range pacing lead impedance of 2,600 ohms. Currently, the device and ra lead remain in service, and no adverse effects have been reported for the patient. Subsequently, additional information was received indicating that the device was explanted due to reaching battery elective replacement indicator (eri). Ra lead was also surgically abandoned.